Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by paleness and cloudy effluent. It was reported the patient ¿came from the hospital¿ where they were diagnosed with peritonitis; however, it was not reported if the patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with intraperitoneal (ip) amikacin (100 mg once a day for three days) and ip cephalothin (1 g once a day for three days) for peritonitis. Four days after event onset, the patient began treatment with ciprofloxacin (500 mg daily, route not reported) for the peritonitis. Dianeal therapy was ongoing. At the time of this report, antibiotic therapy was ongoing and the patient was recovering from the event. It was reported the patient was scheduled to be retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported twenty days after event onset, treatment with ciprofloxacin was discontinued, the patient was recovered from the peritonitis event (previously reported as recovering) and paleness. Dianeal therapy remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.